Event description:
Sales rep received a phone call from the hospital saying that they used 2 packs of simplex tobramycin cement in a hip and cement "went off" in 7 minutes. Therefore, stem was discarded and a new cement had to be opened. Cement was used with depuy hip stem however, when cement was unworkable, the stem and cement were discarded. Another stem was implanted with a different cement and the case was completed with a delay of approximately 10 min. There were no adverse consequences or medical interventions.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2012-00323. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.